Event description:
It was reported that, "dr. (B)(6) was using the torque wrench and the tip broke completely off."

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.